Manufacturer narrative:
The company service representative examined the system and was unable to confirm to replicate the customer reported event. The aberrometer was subsequently replaced as a preventative measure. The system was then tested and met all product specifications. The aberrometer was received and a visual assessment of the returned sample revealed no visual nonconformity. The returned aberrometer was connected to a calibrated hotbed and tested per manufacturing assembly procedure (map). The aberrometer was found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the axis readings were off. Additional information requested.